Manufacturer narrative:
D3 manufacturer fax was omitted during initial report. H6 investigation: type, findings, and conclusion codes and h6 component codes were updated accordingly based on the completed investigation. The cause of the false alarm/placement signal issue could not be determined. The cause of the low pump flow could not be determined.

Manufacturer narrative:
B5. Additional event description added.

Event description:
Additional information was received that reported the device will be returned upon explant. No further information provided.

Event description:
The complainant reported that a patient was implanted with an impella 5.5 via left surgical axillary/subclavian artery for mechanical circulatory support. The registered nurse called to address psl, position unknown and intermittent suction. The position was confirmed with echocardiogram. Due to position unknown they have dropped from p8 to p5. The swan was removed so no central venous pressure or pa but was in teens. The cuff pressure was currently 85/60's and placement signal was 50's/30's with psl alarm. There was no arterial line available. The provider has chosen to turn off audio for active suction alarm and psl alarms and are increasing back to p7. They are monitoring motor current, pressure closely and provider confirmed they may do a formal echocardiogram on day shift to confirm heart function.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
B5 and d6b updated. The investigation is still ongoing.

Event description:
The patient survived at explant.